Manufacturer narrative:
Additional information received indicates the reason for replacement was severe mitral regurgitation, prolapse of the p2 scallop of the posterior leaflet, and shortness of breath. Upon explant of the device, it was determined that 3 stitches had dehisced from the band. The physician explanted the 36mm annuloplasty band, performed a quadrangular resection to reduce the height of the p2 scallop, and successfully implanted a 34mm band. No further adverse patient effects were reported. Conclusion: based on the reported information, it is likely that the patient required a smaller band to mitigate reported clinical o bservations. There was no apparent product quality issue. (B)(4).

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that 5 years 1 month post implant of this 36mm mitral annuloplasty band, the band was explanted and replaced with a 34mm mitral annuloplasty band. The reason for replacement is unknown. No adverse patient effects were reported.